Manufacturer narrative:
Evaluation of the returned lightning unit revealed that the unit did not power on when plugged into the usb port on the back of the engine, and the complaint was confirmed. During the functional test, the lightning power cord was manipulated where it connects to the engine. The lighting unit would turn on and off intermittently. This behavior likely contributed to the reported complaint, and the root cause this issue could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using lightning aspiration tubing (lightning). During the procedure, the lightning unit would not turn on when it was plugged into the penumbra engine (engine). It was also reported that the lightning did not aspirate after the engine was powered on. To troubleshoot, the lightning unit was unplugged and plugged in again; however, the issue was unresolved. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same engine. There was no report of an adverse effect to the patient.